Event description:
It was reported that the customer had been experiencing both low and high blood glucose levels. At the time of the call, the customer stated that his blood glucose was high at 322 mg/dl. Troubleshooting was done. The customer expressed no symptoms of high blood glucose. The customer treated himself with manual injections. The customer removed the infusion set and saw that the cannula was bent. The customer stated that she would contact her healthcare provider for further instructions. The customer also stated that she had been hospitalized on (B)(6) 2015 due to low blood glucose. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.